Event description:
#10 size french foley catheter was placed. Yellow urine was obtained. Balloon was inflated with 3cc sterile water. One hour later abdomen hard and distended--balloon deflated. 38cc frank blood came out of foley. Determined by urologist small tear in prostate. Catheter removed. No further treatment renderedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.